Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the procedure to implant this subcutaneous implantable cardioverter, defibrillation threshold testing (dft) was unsuccessful and high shock impedance measurements were noted. The electrode was repositioned which resulted in decreased impedance measurements and x-rays confirmed acceptable device position. However, dft was still unsuccessful. The patient was brought back at a later date and additional efforts to perform dft failed. Therefore, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.